Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that the robotic arm was not aligning to the correct spot and the cuts were inaccurate.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method and results: product evaluation and results: the field service engineer reported: problem reproduced: no. Work performed: reported problem: mps reports software errors and unable to archive plans. Trouble aligning arm for cuts. Observation: unable to reproduce issue. Action taken: replaced ss2u computer. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1619 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported that the robotic arm was not aligning to the correct spot and the cuts were inaccurate.